Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported there was an adhesive issue with the adc sensor. The sensor prematurely detached after 3 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a loss of consciousness and a seizure. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which it was reported there was an adhesive issue with the adc sensor. The sensor prematurely detached after 3 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a loss of consciousness and a seizure. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction. The investigation results were inadvertently omitted from the previous report submitted on 31jan23, therefore section h10 has been updated.